Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that after a right ventricular (rv) lead revision pocket closure, a short period of around five seconds of pacing inhibition was noted. All the lead measurements were checked and there was no reason to suspect any cause for the episode. The patient was transferred to the recovery area where further interrogation was performed to check the device again. While under telemetry, several further episodes occurred of pacing inhibition. This time the episodes were captured and were seen to be a discrete sharp intermittent signal of 0.4 to 1mv in size. The patient was returned back to the lab for inspection of the system and repositioning of the implantable cardioverter defibrillator (ICD) and rv lead. Due to the difficulties repositioning the current lead, a new lead was inserted via a fresh puncture. The lead position this time was in the rv apex, below the old lead and careful inspection was made to ensure they were not coming into contact in the rv. The lead measurements were satisfactory and the new lead was connected to the device demonstrating normal function. During pocket closure, more episodes of discrete signals were observed causing pacing inhibition. While inspecting the device pocket, noise was revealed and could be reproduced on multiple occasions with interaction of the capped ICD lead component touching the new ICD generator. Time was then spent creating a new pocket so that the old capped lead was away from any contact with the new system. No further noise episodes occurred after this intervention. No additional adverse patient effects were reported.